Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarm. Motor passed the motor test. The drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm on alarm history screen. The device had a scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.